Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal banding procedure performed on an unknown date. During the procedure, a device problem was noticed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of final knot of the suture was broken.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). Investigation result: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned and the ligator head was not returned with the device. The trip wire was not secured in the handle slot and the slack was not correctly taken up. The suture thread was in good condition; however, it was observed that the distal knot is missing. Microscopic examination was performed and it was found that the final knot of the suture was broken. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not taken up correctly as mentioned in the IFU. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and contribute to the device problem. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.